Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and replaced generator board battery with spare. The representative adjusted power supply voltage to specification. The system performed within specifications outlined in the user manual. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000909r ; product ID: bi71000183r; product ID: bi71000222r; product ID: bi71000852, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that when they went to use the system the auto brightness was not checked off and the radiation had a x over it. When they went to open it, it took a bit to open. When they switched from 2d to 3d they were not able to take a 3d image. When they tried to open and close the system and then tried to go back from 3d to 2d it stayed on the 3d screen. There was no patient present during the event.

Manufacturer narrative:
H2) the following product ids were returned unused and are no longer relevant to this product event: product ID: bi71000222, product ID: bi71000909r, and product ID: bi71000183 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.